Event description:
It was reported by the customer that the insulin pump had a partial and blank display. Customer stated they had stored the device and tried to us it again inserting new batteries, but the display will not return. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to reinsert new batteries. Customer stated display returned, but only partially. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 51 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump received with blank display, problem isolated to the lcd board. Unable to verify missing segments due to blank display and device had minor scratch on display window.